Manufacturer narrative:
Investigation: a disposable complaint history for lot 201022343 found no other reports for this failure. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: per follow up with the customer the autopsy was ordered; however, the results were not provided. Internal medical review and analysis determined the device did not cause or contribute to this incident. Root cause: based on the customer's statements the death was caused by the patient's disease progression.

Manufacturer narrative:
Investigation: the customer declined a service call to checkout the device and download the run data file. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the event. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they performed a therapeutic plasma exchange (tpe) procedure on feb 14th on a patient with thrombotic thrombocytopenic purpura (ttp). At 15 minutes into the tpe procedure, the patient's blood pressure decreased from 149/116 to 78/64 and their heart rate increased from 26 to 42. The procedure was stopped and she was moved to ICU and died shortly after. The operator stated the patient had a stroke in the morning before the tpe procedure and determined the death was related to the patient's disease progression. An autopsy was ordered. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The customer declined to provide the patient's identifier and age. The disposable set is not available for return because it was discarded by the customer